Manufacturer narrative:
This report is submitted on 02 april 2020.

Event description:
It was reported that the patient experienced migration of the electrode array due to incorrect placement. Subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.